Manufacturer narrative:
Device evaluated by MFR: a device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Date of event: date of event: unknown. The date received by manufacturer has been used for this field.

Event description:
It was reported that the bd maxplus pressure rated extension set with needleless connector experienced separation and leakage. The following information was provided by the initial reporter: there have been reports of leaking and issues with the product attaching properly.

Manufacturer narrative:
Investigation summary: one photo was received for quality investigation. The customer complaint of connection issues was not verified with examination of the photo provided, however, an occlusion can be seen in the fluid path of the pictured sample. A device history record review for model mp5301-c lot number 22109331 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no samples being provided by the customer, a root cause could not be fully determined. A root cause for the reported connection issue could not be determined because the failure could not be replicated. A trend for the occlusion issue has been identified for this product line. A CAPA (corrective action preventative action) has been initiated, and a team has been assembled in order to investigate the issue.

Event description:
It was reported that the bd maxplus pressure rated extension set with needleless connector experienced separation and leakage. The following information was provided by the initial reporter: there have been reports of leaking and issues with the product attaching properly.